Event description:
During hip repair surgery, upon placement of bone cement, the patient experienced cardiac arrest. Patient resuscitation initiated, with return of cardiac rhythm and vital signs. Patient was admitted to the ICU. Patient ceased to breathe shortly thereafter.